Manufacturer narrative:
Investigation eval: the device was inspected with a go gauge. Slight resistance of the ring was felt as the gauge passed over the lever arms of the cups. The device was then inserted into an olympus gif q20 endoscope and the endoscope placed in a maximum retroflexed position. Slight resistance was felt upon removing the device from the endoscope. Visual inspection of the housing assembly showed a small area with no chamfer (rounded edge) where the sheath meets the housing assembly. The product was returned to the approved supplier for eval and the investigation is on-going. Once add'l info has been received, a f/u medwatch report will be provided. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we cannot adequately determine a root cause at this time because the investigation is still in process at our approved supplier. The instructions for use specifies to maintain gentle handle pressure to keep cups closed and gently withdraw forceps from site. If endoscope has an elevator, open it before withdrawing forceps. Prior to distribution, all capture serrated large-forcep with spike are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
A cook capture serrated large forcep-spike was used during an esophagogastroduodenoscopy (egd). The forceps cups reportedly had a poor bite. It felt as if the end of the biopsy forceps was crooked and lost the specimen. The procedure was able to be finished with this device. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the reporter, the pt did not experience any adverse effects due to this occurrence.